Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error "hwbat". No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection found no observations related to the customer complaint.. The receiver data log was reviewed and no screen error alarms or hardware errors were observed on the incident date. The reported event of the receiver displaying an error "hwbat" was not confirmed. A root cause could not be determined.